Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the external stress by the user handling such as hitting or dropping, or interference with a cleaning brush.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the instrument channel port of the subject device was shaved off during the incoming inspection for the repair at olympus (B)(4). It might have been occurred due to the physical stress. There was no patient injury associated with this report.